Manufacturer narrative:
The 2.6f PICC was returned for evaluation in two pieces: the PICC and 21.5 cm of the lumen. The lumen is broken off at the hub. A great deal of blood was noted inside the lumen. Under magnification it can be seen that the lumen was inserted into the hub sufficiently to hold the bond. Magnification of the lumen end reveals jagged edges, indicative of being torn. The device was further reviewed by medcomp engineering. They confirm there is sufficient lumen attached inside the hub, the jagged edges of the lumen suggest a tear and, because the securement device was still attached when the device was received, it is possible the device was subjected to forces greater than that which it is designed to withstand. The information provided indicates the issue occurred when patient was being moved. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. A definitive root cause cannot be determined but is not likely manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's grandmother told the nurse that she had helped the patient up and saw that the infusion had fallen to the floor. When the nurse came into the room, the white wing/triangle of the PICC line tube had broken off/slipped out. It had bled out to the PICC line and the infusion with the white wing was lying on the floor. The foil on the puncture site was still holding well, the griplock was loose. The doctors were informed and the PICC line was completely removed.